Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released as it is exempt from premarket submission. The thermogard hq console (sn (B)(6) associated with the reported complaint will not be returned for evaluation. The hospital's biomedical engineering department drained the drip pan, inspected the system for any saline intrusion, and conducted a functional assessment. The console successfully passed all functional testing, with no errors observed, and operated as intended. As a result, no service was required to be performed by zoll. The device has been confirmed to be fully functional and has been returned to clinical use.

Event description:
During the rewarming phase of the ivtm therapy, saline leaked from the start-up kit (suk) (lot #222135) lfl tubing in the roller pump of the thermogard hq console (sn tghq20163). Per the reporter, the pressure built up and burst the tube. The customer replaced the console with the suk to continue the therapy. No consequences or impact to the patient.